Manufacturer narrative:
Based on additional information. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of calcification is unable to be confirmed due to unavailability of the medical report/ imagery. A review of the device history report did not provide any indication that a manufacturing non conformance would have contributed to the complaint event during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Structural valve deterioration (svd) refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification, including patient related (e.g. Patient age, disease state, immune status, and other co morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient's medical history reported hyperlipidemia and hypothyroidism, which are known risk factors for leaflet calcification. As such, available information suggests that patient factors (hyperlipidemia, hypothyroidism) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to b5 and b7 based on additional information received. Investigation is still ongoing.

Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 3 years, 1 month, 3 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presented with calcium. Per additional information received, the patient presented with lower extremity swelling, worsening shortness of breath, and volume overload. The peak gradients were 68 mmhg and the mean gradients were 39mmhg. There is no plan for intervention. Echo report showed a 23 mm edwards sapien bioprosthetic aortic valve present in normal position. There was normal leaflet motion with mild paravalvular leak. The aortic valve peak velocity is 390 cm/sec, at 91.6 ms, at/et 0.30, dvi 0.26 indexed eoa 0.49. Per report, these findings are most suggestive of patient prosthesis mismatch.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 1 month, 3 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presented with calcium. The patient is scheduled for intervention. There was no additional information provided.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6.